Event description:
Customer reported missing cine runs. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found system recording runs every time it was set up to do so. Inspected images saved during the case and discovered there were two that were digital spots. Explained to customer that they want a cine run with the high level fluoro switch, the system must either be in subtraction or hlf mode on the right footswitch. Tested system and could not duplicate the problem. System operates as intended.